Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found the helix to be partially extended with no traces of blood/body fluids. After applying torque directly to the connector pin, the helix could be extended and retracted meeting device specifications. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to retract helix and failure to extend helix. The lead was removed and replaced. No patient consequences were noted.